Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that dr. (B)(6) had three cases in the passed two weeks in which the wire and stiffener were stuck inside the drainage catheter. The most recent case added an additional hour to their procedure and anesthesia time.